Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient developed an infection at the implant site resulting in extrusion of the receiver stimulator. Subsequently the device was explanted on (B)(6) 2015. The device has not been made available for analysis as of the date of this report, december 22, 2015.

Manufacturer narrative:
This report is filed june 28, 2016.